Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was received attached to the advancer unit with the rotawire inside the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the rotapro device. The rotawire was received inside the rotapro device, so the wire was attempted to be removed. The rotawire was able to be moved distally out of the burr catheter with no resistance or issues.

Event description:
It was reported that the burr and guidewire were stuck. A rotawire and wireclip torquer and a rotalink burr were selected for use in an ablation procedure. During the procedure, it was noted that the burr and guidewire were stuck. Subsequently, there was difficulty in removing the devices. The devices was removed together with the advancer. There were no patient complications reported. It was further reported that the burr used was a 1.50mm rotapro.

Manufacturer narrative:
D1 brand name: updated to rotablator rotational atherectomy system to rotapro. D4 model number : updated to 3243. D4: lot number: updated to 0025569031. D4 catalog number: updated to 3243. D4 expiration date: updated to 06/06/2022. D4 UDI: updated to (B)(4). E1. Initial reporter city: (B)(6). G1. (B)(4).

Event description:
It was reported that the burr and guidewire were stuck. A rotawire and wireclip torque and a rotalink burr were selected for use in an ablation procedure. During the procedure, it was noted that the burr and guidewire were stuck. Subsequently, there was difficulty in removing the devices. The devices was removed together with the advancer. There were no patient complications reported. It was further reported that the burr used was a 1.50mm rotapro.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr and guidewire were stuck. A rotawire and wireclip torquer and a rotalink burr were selected for use in an ablation procedure. During the procedure, it was noted that the burr and guidewire were stuck. Subsequently, there was difficulty in removing the devices. The devices was removed together with the advancer. There were no patient complications reported.